Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The contact reported the customer initially experienced a blood glucose level of 77 (mg/dl) which later increased to 300 (mg/dl). Supplies were changed and a bolus was delivered to address bg levels. Troubleshooting with tandem technical support determined the occlusion was likely in the infusion set tubing; however, the contact declined to change the tubing at the time the event was reported.